Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer controller board failure. A field service engineer replaced drawer controller pcb and keyboard cover to resolve the issue the system functioned as intended after the field service engineer troubleshot the device. E.1. Initial reporter facility: (B)(6) medical center.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had no power and rss was showing offline. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.